Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, and the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/30/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ can you lot number of the products involved? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received one needle and one suture pertain to the product code (B)(4). Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnants were observed. The suture was inspected, and the insertion mark was observed to be as expected, body fluids were noted along the strand and damage on the surface. However, the force used to detach the needle from the suture could not be determined. Additionally, photo was provided and it showed one detached needle. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.